Event description:
Note below the information that was provided to (B)(6) regarding the device and the reported event. Patient called to report that a medtronic ICD that caused calcification and was removed. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."